Manufacturer narrative:
Further information requested, but was not received.

Event description:
It was reported, that the patient presented for a scheduled lead revision procedure. The diagnostic imaging revealed, the atrial lead was dislodged. The atrial lead was re-implanted on (B)(6) 2024. The patient was stable throughout.

Event description:
New information noted that the post-lead repositioning procedure on (B)(6) 2024, the atrial lead was dislodged. No intervention was performed. No patient condition or further information could be obtained.